Event description:
It was reported that this left ventricular (lv) lead was explanted due to dislodgement. The left ventricular (lv) lead fell out into the right ventricle and could not provide biventricular pacing. Due to this problem, the patient started feeling bad and have a poor outcome from the implant. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to an unknown product performance issue. A new lead was implanted. No additional adverse patient effects were reported.